Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pocket fill occurred. A home health nurse was performing a pump refill at the patient's location when it was discovered that she was not in the pump reservoir. The nurse had emptied a 40 cc syringe of drug into the patient's pump pocket. The patient was taken to an ER as a precaution to monitor his airway. His pump was filled by a physician later on in the day of the incident; and no change was made to his daily dose. The patient was released on (B)(6) 2011, to return home. It was later reported that no other patient signs/symptoms other then drowsiness occurred. The patient had a full recovery.